Manufacturer narrative:
Two product serial numbers were reported in association with two events during the same surgery. The serial numbers are: (B)(4). One event involved a product malfunction with no patient contact. This was determined to not be MDR reportable. The other event involved an explanted lens for which the incision was enlarged. This was determined to be an MDR reportable event. Several attempts have been made to clarify which product serial number is associated with the MDR reportable event, however at this time, it is still unknown which serial number applies to the reportable event. Therefore, we are including both serial numbers in the initial MDR report until clarification is received. Complaint evaluation details from (B)(4) - for s/n: (B)(4): the lens was ejected out from the injector tip. The slider and the rod could advance fully. The blue pmma tip was broken from the trailing haptic and was not returned. Trace of lubricant was found inside the injector tip. No abnormalities were found in production and inspection records of the product. Root cause was not determined. For s/n: (B)(4): the lens was ejected out from the injector tip. The optic was broken into 2 pieces and a broken part of the optic and the trailing haptic were not returned. The slider and the rod could advance fully. Trace of lubricant was found inside the injector tip. No abnormalities were found in production and inspection records of the product. Root cause was not determined. (B)(4).

Event description:
Initially received a report stating the haptic broke during ejection. Subsequently, the haptic for the backup lens also broke during ejection with patient contact. No other information was available at that time. On november 2, 2016 additional information was received indicating that the initial iol was removed intraoperatively using graspers and an iol cutter after increasing the size of incision with a 15 deg blade. This occurred without incident. A second iol was attempted to insert but while checking the iol, it too, had a truncated trailing haptic. This iol was not inserted into the eye. Subsequently an alcon iol was inserted without incident. The patient did well and was informed. There were no other complications.